Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging their onetouch verio pro meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2014 at 8:00am when he obtained an inaccurate high result of ¿300 mg/dl¿ with the subject meter. The patient manages his diabetes with insulin (self-adjuster). The patient did report that he injected himself with 15 units of novorapid in response to the alleged inaccurate high reading immediately after testing. The patient claims he developed symptom of ¿sweating, really tired legs and shaking¿ approximately 1.5 hours after the product issue occurred. There was no mention that the patient received treatment for a low blood glucose excursion after obtaining an alleged inaccurate high reading. No other device was used. At the time of trouble shooting, the cca determined that an approved sample site was used for testing. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (10/08/2014), the lay user/patient¿s meter and test strips have been returned on 09/25/2014 and 09/08/2014 respectively, and evaluated by lifescan product analysis on 10/01/2014 and 10/06/2014 respectively, with the following findings: the meter passed all testing with no faults found, the complaint was not confirmed. The test strips were also tested and the reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.